Manufacturer narrative:
The syncardia 70cc temporary total artificial heart (tah-t) is an implantable pulsatile biventricular replacement device that replaces a patient's native ventricles and valves and pumps blood to both the pulmonary and systemic circulation systems. The syncardia 70cc tah-t is indicated for use as a bridge to transplantation in cardiac transplant-eligible candidates at risk of imminent death from biventricular failure. The syncardia tah-t system is intended for use inside and outside the hospital. Investigation summary: intermacs patient registry data collected from (B)(6) 2019 through (B)(6) 2019 regarding adverse events was reviewed. Patients were de-identified therefore a one-to-one correlation could not be made between the patient and the lot number of the implanted tah-t. With a review of the available information, there is no evidence of a device malfunction or performance issues that would impact the reported events. Possible clinical factors that may have contributed to these events include the patients pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulants, antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to these events. This device is used for treatment, not diagnosis. (B)(4).

Event description:
While supported by the tah-t, the patient experienced the following adverse events as defined by intermacs: 120 days post implant - infection I location: positive blood cultures I type: bacterial. 122 days post implant - infection I location: unknown I type: bacterial. 163 days post implant - bleeding as of june 30, 2019 it was reported that the patient was still supported by a tah-t.

Event description:
During the last reporting period, it was reported that the patient had experienced the following adverse events as defined by intermacs. 6 days post implant - hemolysis. 187 days post implant - hemolysis. 378 days post implant - hemolysis. 506 days post implant - hemolysis. 752 days post implant - hemolysis. 927 days post implant - hemolysis. As of (B)(6), 2022, it was reported that the patient was still supported by the tah-t.

Manufacturer narrative:
Additional information has been provided in section b5 and h6. Intermacs patient registry data collected from (B)(6) 2021 through (B)(6) 2022 regarding adverse events was reviewed. Patients were de-identified therefore a one-to-one correlation could not be made between the patient and the lot number of the implanted tah-t. (B)(6), (di_525) follow-up report 3.

Event description:
Since the last reporting period, the patient experienced the following adverse event as defined by intermacs: 642 days post implant - infection / location other / type: bacterial. As of (B)(6) 2021, it was reported that the patient was still supported by a tah-t.

Manufacturer narrative:
Intermacs patient registry data collected from (B)(6) 2020 through (B)(6) 2021 regarding adverse events was reviewed. Patients were de-identified therefore a one-to-one correlation could not be made between the patient and the lot number of the implanted tah-t. (B)(4) follow-up report 2.

Manufacturer narrative:
Intermacs patient registry data collected from on (B)(6) 2019 through on (B)(6) 2020 regarding adverse events was reviewed. Patients were de-identified therefore a one-to-one correlation could not be made between the patient and the lot number of the implanted tah-t. Ce 5519, pt: (B)(6) follow-up report 1.

Event description:
Since the last reporting period, the patient experienced the following adverse events as defined by intermacs: 259 days post implant - other sae. 322 days post implant - other sae. 511 days post implant - other sae. As of september 30, 2020, it was reported that the patient was still supported by a tah-t.